Event description:
Caller states that they tested at 287mg/dl and approx an hour later tested at 41mg/dl on the device. He states that he tried to consume glucose tablets, but went into a seizure before all the tablets could be taken. The paramedics were reportedly called and tested him at 131mg/dl shortly after the reading of 41mg/dl. He states that he was transported to the hosp and is unsure of any treatment received. He also reports doing a back to back tests with the following results: 101mg/dl and 427mg/dl. No quality controls were used. Requested return of suspect device and replacement was sent.